Manufacturer narrative:
No failure reported for this product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, patient presented to surgeon with pain. Bone scan completed and showed hot spots at l3 and s1. Surgeon decided to reoperate and replace the screw in revision surgery. During removal, surgeon noticed a large amount of metallosis on the left l3 level.